Event description:
It was reported that the pacing impedance suddenly rose to 1000 ohms. X-ray showed a sharp bend in lead at subclavian vein entrance. The physician opted to continue monitoring the lead. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.